Manufacturer narrative:
(B)(4). The analysis results showed that three cartridge reloads were received. The reloads were received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device fired incomplete staples lines with three separate green cartridges. The staple line was zigzag and some of the staples were not fired at all. Staples were missing or malformed on both sides at multiple points throughout the length of the staple line. The surgeon over sewed the staple line. The surgeon commented that the battery sound weak during firing. There were no issues with closing or opening. The procedure was completed without impact to the patient.